Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the physician opened the lever prematurely deploying the foot above skin level. It should be noted that the electronic prostyle instructions for use (IFU), states: position the device at approximately a 45-degree angle, continue gently to advance the device in the vessel until flow of blood (¿mark¿) is observed from the marker lumen. Do not open the foot if ¿mark¿ is not observed from the marker lumen. It is unknown if the IFU violation contributed to the reported event. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two prostyle devices after a percutaneous coronary intervention interventional procedure using a 6f sheath. Reportedly with the first device, the physician opened the lever prematurely deploying the foot above skin level. No other issue was noted. The use of the device was discontinued as a precaution. Reportedly with the second device, resistance was felt while advancing to position to get blood flow. The patient then experienced severe pain. The use of the prostyle was stopped. The pain was resolved by withdrawing the closure device. A non-abbott device was then positioned successfully but then an unspecified failure occurred. Per the physician, there may have been scared tissue at the access site. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional prostyle device referenced is filed under a separate medwatch report number. Na.